Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was in the suction channel¿ and ¿foreign material was at the biopsy channel¿ were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). However, it was confirmed that the foreign material residue points were not deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable evaluation finding identified in b5, the following malfunctions were found upon device evaluation: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover and adhesives around objective lens had a white-clouded area, the light guide lens had a scratch, the connecting tube had a dent and scratch, the scope connector was deformed, the suction cover was discolored, the universal cord had a scratch, and the protector of universal cord on control section side had a scratch. The customer cleaned, disinfected, and sterilized the device. The customer wiped/brushed the external surfaces and instrument channel with a lint free cloth, brush or sponge, and brushed the intrument channel, instrument channel port, and suction cylinder with no reported delays and no reported abnormalities were observed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal had reduced angulation. There were no reports of patient or user injury or harm associated with this event. The device was returned for a device evaluation, and during the evaluation, there was residual liquid or foreign material that came out of the channel tube and the suction cylinder and the control section had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.